Event description:
A talent stent graft system was implanted into a pt for the emergent treatment of a 78 mm diameter x 77 mm long saccular taa at zone 3 approx 22 months ago. The proximal aortic neck was 43 mm in diameter; distal neck was 40 mm in diameter. There was no thrombus or calcification. It was reported that in addition to the talent stent graft, another MFR's stent graft was also implanted. A proximal type 1 endoleak was noted at the final angiography, and the decision was made to monitor the pt w/o further investigation. On (B)(6) 2010, no endoleak or other complications were seen. On (B)(6) 2010, the pt expired due to an aneurysm rupture, caused by a post-operative infection. The physician commented that there was almost no relationship between the infected ruptured thoracic aneurysm and the talent graft. No further info was rec'd.

Manufacturer narrative:
(B)(4). Eval results: death, aneurysm rupture, infection, endoleak; post operative infection led to ruptured aneurysm and death.